Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for one (1) unknown plate/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, the doctor's office was notified regarding a case where the patient had an accident from 2001 where there was a pie plate placed in his wrist. The doctor's office stated to speak to the attorney. The patient had to have whole hand reconstruct on (B)(6) 2022, went to the orthopedic on (B)(6) 2022 and he said that it had damaged severely but he didn't realize how bad it was damaged. So, he had to remove several tender to be able to reconstruct the hand so possibly he made able to use that hand. This complaint involves one (1) device unk - plates: trauma. This is report 1 of 1 for complaint (B)(4).